Event description:
It is reported that during physical therapy, patient felt sharp stabbing pain in his back during physical therapy. Went for x-ray check and screw was found to be broken. Patient has not been revised.

Manufacturer narrative:
This case was initially reported by zimmer spine with report # 1649384-2012-00056. It was realized that the products involved were dynesys, which is manufactured by zimmer (B)(4). The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the information provided. A product failure cannot be confirmed as no parts were returned for investigation. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. Zimmer (B)(4) considers this case as closed. (B)(4).